Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that in ICU the 71-year-old female patient¿s bilateral feet were purple. Impella cp access side (right lower extremity) had absent pedal pulse but present pt pulse via doppler. The lower left extremities (lle) (non-pump side) also had absent pedal and pt pulses. The plan is to use a warming blanket and conduct frequent pulse checks.